Event description:
Major pump unit(s) involved: blood pump specific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: blood pump additional text: pump failure specific component(s) involved: other component malfunction, specify additional text: other component: end of life causative or contributing factor: no specific contributing cause identified other cause: intervention(s): unknown other intervention: side.